Event description:
The reported stated that the set cracked at the filter during use. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The customer returned one sample to medex for evaluation. Examination of the returned unit showed that the tubing had not been fully inserted into the outlet port of the filter. Production was notified. Medex was able to confirm this issue and determine the cause. Based on this info, medex believes that this iisua has been addressed and that no add'l action is necessary at this time. Medex considers this MDR closed with this report.